Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough sample analysis could not be performed and no specific conclusions can be drawn. The sterility report for this finished good lot was evaluated, and no deviations or abnormalities were found.   Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. A review of the batch history records was also performed and no non-conformances or deviations were noted.   If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported: during the course of labor and in anticipation of a delivery, an epidural was placed in the patient's back. The patient delivered a full-term baby at (B)(6) on (B)(6) 2017. Patient was discharged home on (B)(6) 2017. On (B)(6) 2017, patient began running a fever and experiencing pain in her leg. The pain continued to increase and radiated down her legs and into her hips and back to the point that, by (B)(6) she was shaking and could not walk. On (B)(6) 2017, the patient underwent surgery due to a ruptured abscess in her spine caused by the contaminated epidural instrumentation used on (B)(6) 2017.